Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed.  Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca, and a shorted u409 component on the pca board. The root cause for the shorted components could not be positively identified. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming testing.